Manufacturer narrative:
The 9805p lift did not cause or contribute to the patient falling. The alleged issue of the base leg being bent between the front and back wheel has not been confirmed, and the underlying cause cannot be definitively determined. The subject lift was not evaluated by invacare. The subject lift was manufactured by invacare rehabilitation equipment co. ((B)(4)); however, they are no longer in business. The manufacturing of these lifts has since transitioned to invamex. Therefore, the MDR is being filed under invamex. Should additional information become available, a supplemental record will be filed.

Event description:
It was reported that the end user had fallen on the floor, and the wife attempted to use the 9805p lift to assist her husband in getting up. In doing this the base leg bent between the front and back wheel on the left side. No injuries were alleged.